Event description:
It was reported that over a period of time the ground path impedance has increased. It was assumed that the reference electrode was slightly shifted or in contact with bone instead of muscle. Re-positioning surgery was carried out in 2008. Testing was carried out after surgery which showed the groundpath impedance being at 0.86 kohm and a decrease of the electrode impedances.

Manufacturer narrative:
The device has not been explanted and after revision surgery is not expected to be explanted for the time being. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.